Event description:
This lead was explanted due to shock impedance was greater than 150. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The visual analysis revealed a cut into the insulation 20.5 cm distal to the is-1 connector pin and a deformed rv shock coil. The deformation most likely resulted from the explantation procedure due to tensile stress. However, a thorough analysis of the lead did not show any deviations which might have led to the reported high shock impedance. The values of the parameters measured during the electrical analysis were within the technical specifications. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.